Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received multiple shock therapies. It was also reported that some of the episodes may be atrial fibrillation (af) with rapid ventricular response and therapy was exhausted. There was no additional information obtained. The ICD remains in service. No adverse patient effects were reported.